Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported that during a calcaneal surgery the surgeon didn`t use power tools with the device but hand tightening and the pictures show, that the tip of the device broke off. All fragments were retrieved from the patient. According to the surgeon no harm for patient, operator or third party occurred. The surgery was finished successfully with a different device. It was not necessary to switch the surgical technique or do a second surgery. No further information received.

Event description:
It was reported that during a calcaneal surgery the surgeon didn`t use power tools with the device but hand tightening and the pictures show, that the tip of the device broke off. All fragments were retrieved from the patient. According to the surgeon no harm for patient, operator or third party occurred. The surgery was finished successfully with a different device. It was not necessary to switch the surgical technique or do a second surgery. No further information received.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
Complaint confirmed. One unpackaged ar-8610d-65, batch 1392112 was received for investigation. Visual inspection identified that the distal tip had broken off of the returned ar-8610d-65, with the entire drive feature missing. As such, the hex could not be analyzed. The cause remains undetermined, although a probable cause can be attributed to prying/leveraging the driver within the head of the screw.